Event description:
The customer reported that during type and screen testing on the ortho provue analyzer, they noticed that the probe had dripped fluid into the reagents.

Manufacturer narrative:
The customer reported that during type and screen testing on the ortho provue analyzer, they noticed that the probe had dripped fluid into the reagents. Testing was aborted and reagents on board the instrument were discarded. The customer did not report that the instrument posted any error messages as the incident occurred. Through troubleshooting assistance, the customer was able to find a possible root cause for the reported incident. A fluid line was not properly secured to the waste bottle. The customer corrected the reported problem and returned the instrument to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. User error could not be ruled out as a contributing factor. Carry over and cross contamination may occur, which may lead to erroneous test results. In addition, weakened reactivity may also be observed if the dispense volume is compromised. If the alleged malfunction were to recur undetected, erroneous results could have been reported.